Manufacturer narrative:
Integra has completed their internal investigation on 01 sep 2016. The investigation included: methods: evaluation of actual device review of device history records review of complaint history results: evaluation of device: the catheter investigation could not determine the root cause of the event as it was damaged possibly during the decontamination process. The procedure includes a vtun catheter calibration step in air prior to implantation and this step was not reported as an issue. Photos of the monitor showed the curves displayed for the vtun and for the external transducer. Both curves are correlating well except for an offset shift of approximately 20mmhg. The device was manufactured by integra (B)(4). Device history records review of vtun lot 220415, serial number (B)(4) did not reveal any anomaly. This involved catheter was tested within specifications at time of manufacturing. The batch was manufactured in july 2015 and included 77 vtun. The review of integra complaint tracking database since 2013 revealed (B)(4) other similar complaints of inaccurate icp measurements when starting the procedure. (B)(4) was received in 2014 ((B)(4) units sold), (B)(4) in 2015 ((B)(4) units sold). With (B)(4) case received for 2016 (as of june 9, 2016), no trend is observed. None of these (B)(4) complaints were verified. Since 2013, around (B)(4) vtun have been sold. Conclusion: the complaint is unverifiable, the exact root cause could not be determined. Icp measures may be linked to several factors including zeroing procedure and localization of the transducer (the vtun tip could have been in contact with tissue causing a ¿contact¿ pressure).

Event description:
A report was received that on (B)(6) 2016 the physician had placed a vtun camino flex tunneled ventricular catheter in a patient and it was reading 20 points higher than the external transducer attached to the catheter. The flex catheter showed the patient's intra-cranial pressure (icp) was 25 and the evd showed the patient's icp was 5. Pictures of each device were sent in with the report. The team changed out the external transducer thinking it may be reading in error as the waveform appeared to be non-compliant, however the 20 point discrepancy continued. The flex catheter was removed from the patient on (B)(6) 2016.